Event description:
It was reported that pump screen woke with button press but most of display remained dark with distorted lines and visual artifacts, which affected customer ability to read and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to let battery deplete before return, to send problematic pump back within 10 days using provided materials, and to program pump settings and reconnect continuous glucose monitor on replacement pump.